Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Low left arterial pressure (lap), low driveline pressure, and low cardiac output are all indicative of a faulty piston and cylinder assembly (pca). During investigation testing, a known functioning pca was installed and the driver was retested. With the new pca installed, the driver passed all functional test steps. The root cause of the reported issue that the freedom driver did not maintain the proper normotensive pressure values was determined to be a malfunction of the piston cylinder assembly. Syncardia has a corrective and preventative action (CAPA) for the issue of freedom driver elevated left arterial pressure (lap) during testing. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.